Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) was oversensing noise which led to pacing inhibition and inappropriate automatic mode switch (ams). The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region which caused the reported event. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.